Event description:
The reporter stated that the surgeon attempted to insert a single piece collamer lens cc4204bf, however, the pt has an abnormally small pupil and this model of lens wouldn't work for this pt. There was pt contact with the lens, however, no pt injury. There was product issue with the lens, it was due to the pt's anatomy. The surgeon put in a different model lens.

Manufacturer narrative:
Eval: a visual inspection of the returned product shows no visible damage to the lens. There is clear surgical residue on the lens. It should be noted that the injector, foam tip plunger and cartridge were not returned for evaluation.